Event description:
It was reported that on (B)(6) 2004 the patient was diagnosed with nonunion of l4-5. The patient underwent a posterior instrumentation insertion from thoracic-lumbar spine to ilium with bmp. On (B)(6) 2004 the discharge summary for revision indicates that the patient was diagnosed with failed lumbosacral fusion using monarch rods. On (B)(6) 2006 diagnosed with cervical spondylithic disease and hardware failure. The patient underwent a c3-c7 cervical laminoplasty using the synthesis arch malinoplasty set with instrumentation. On (B)(6) 2007 the patient was diagnosed with multileval lumbar pseudoarthrosis with failure of hardware. The patient underwent removal of prior depuy monarch instrumentation and iliac screws; revision and replacement of bilateral iliac screws; redo of l1,l2, and l3 laminectomies and l2 pedicle subtraction osteotomy, t3-s1 fusion using rhbmp-2, local bone graft, and cancellous allograft. Reportedly, patient's post-operative period was marked with chronic pain, paresthesias in both legs, inability to stand, kyphotic deformity, unable to walk, lower extremity weakness, urinary leakage and urgency, failure to fuse hardware.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2007 the patient underwent posterior exposure of the thoracic and lumbar spine followed by removal of previous depuy monarch I nstrumentation including removal of bilateral iliac screws with inspection of prior fusion mass with there noted to be multiple level pseudoarthrosis present with posterior segmental instrumentation with revision and replacement with redo l1, l2 and l3 laminectomies, l2 level pedicle substraction osteotomy procedure for correction of significant kyphotic deformity, and through s1 fusion using a combination of rhbmp-2/acs local bone graft and cancellous allograft. Preoperative diagnosis: multiple level lumbar pseudoarthrosis with failure of prior thoracolumbar instrumnetaiotn with bilatreral rod fracture with the development of significant thoracolumbar kyphosis and positive sagittal imbalance making it difficult for her to stand, in a patient who had previously had bone-hardware interface failure of l5-s1 in the past. Per-op notes: ¿ removal of all the instrumentations were performed including the iliac screws and the thoracolumbar previous instrumentation. Due to the position of the iliac screws, these were now repositioned by removing a portion of the posterior superior iliac spine passing a pedicle probe between the inner and outer tables of the ilium, tapping and then placing the screws. Bilateral 8.5 x 80mm iliac bolts were placed. At this point, the different previous instrumentation was removed. The facet joints of t3-4 all the wasy down through l5-s1 in all areas were thoroughly decorticated using midas rex high speed drill. Three large rhbmp-2/acs sponges were selected and were placed overlying the decorticated surfaces. Then, 90 cc of cancellous allograft were mixed with the local bone graft used from the pedicle substraction osteotomy and during the decompressions and facetectomies, and this bone mixture was placed overlying the bmp sponges over the posterior elements and inner transverse area from t3 down to the ala of the sacrum. Each area of these had been thoroughly decorticated.¿